Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical insulin pump error when exposed to water. The customer¿s blood glucose was 198 mg/dl. Customer was unable to clear the alarm. Customer stated that there was critical pump error but no open book and could not clear the alarm. Customer could move up and down and the screen was not frozen. Customer also stated that the insulin pump was cracked. Troubleshooting was performed for insulin pump error. The customer was advised revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Device received with cracked belt clip rail case corner.